Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion in the modular cable connector was able to be confirmed. The modular cable (lot number: 8095939) was returned for analysis with corrosion in the inline connector. The modular cable underwent functional testing and did not pass due to increased resistances from the corrosion. The inline connector was cleaned and retested; however, the corrosion was unable to be removed. The modular cable was connected and tested with a test heartmate 3 system controller in the labs at abbott and was able to operate a mock loop with no alarms active. No further testing was conducted. The root cause of the corrosion was stated to have been caused by the connector being exposed to a cleaning agent. The device history records were reviewed for the modular cable (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump prep, a small amount of phase 1 antibiotic, skin and wound cleanser, got close to the modular cable connection and an immediate corrosion occurred. It was noted that phase 1 antibiotic is used at this hospital for velour protection of the driveline during pump prep and left ventricular assist device implant. Perfusion priming the pump immediately discontinued use of that modular cable and an off the shelf back up modular cable was used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.